Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did produced sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
The customer reported that the system speaker has no audible function. The device was not in use on a patient at the time of the event, there was no adverse event reported.